Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and indicated a crack in the casing. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer did not troubleshoot for high blood glucose due to low battery and unable to remove the battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement. Pump received with stripped battery cap coin slot and cracked case noted.